Manufacturer narrative:
A product sample was received for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that, during testing, the pump showed an error code. No patient injury was reported.

Manufacturer narrative:
H:10 device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. Visual inspection found the tamper seal broken. No evidence of error was found in the device ehl (event history log). The reported problem was?duplicated.?the problem was due to a faulty capacitator. For corrective action the capacitator was replaced. The root cause was unknown. Product is beyond 3 years from manufacture date of 2018-11 and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. A service history review identified this device has not been in for service in the previous 2 years and there was no indication of a service issue during the investigation.